Event description:
It was reported that during service performed by a third party service provider, tokibo (tkb), the replacement control printed circuit board (pcb) for this ht70 ventilator was observed with a lower left speaker that did not emit an alarm sound and generated heat. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Initial reporter was from a 3rd party repair tokibo (tkb) and not a facility. Section h4 is an estimated device mfg date. Section h9 FDA 806 notification number: 2024500-05-13-2025-001-r h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during service performed by a third party service provider, tokibo (tkb), the replacement control printed circuit board (pcb) for this ht70 ventilator was observed that the lower left speaker of the ventilator did not emit an alarm sound and was generating heat therefore tkb replaced the control board again. Review of the video verified the speaker on the left side of the device was not working properly, which confirms the reported event. One control board was returned to medtronic for analysis. The control board was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. No speaker audio was produced at power up or when simulating an audible alarm, confirming audio amplifier (u38) on the control board was faulty, potentially resulting in failure to alarm if this occurs during use. The cause of the event was isolated to faulty u38 on the control board. The serial number of the returned board is within the scope of the field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.